Event description:
Pt had successful implant of bifurcated device, a suprarenal cuff, and an infrarenal cuff in 2009. Follow up CT revealed a slight distal type I endoleak in the right iliac, as there was a sharp posterior dive in the iliac at the hypogastric. At approx 40 days, the pt was brought in to treat the endoleak by coiling the hypogastric and with a limb extension. The procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's anatomical angulation and operational context contributed to the secondary procedure.